Manufacturer narrative:
Good faith efforts (gfes) are ongoing to find out the serial number, UDI and software revision version of the pic ix. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the patient information center ix speaker is too quiet. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
The philips remote service engineer (rse) talked to the customer biomed and confirmed the speaker of the device is defective and needs to be replaced. A quote was sent to the customer for an on site visit but was declined by the customer. The customer stated they resolved the issue themselves by replacing the speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.